Manufacturer narrative:
A philips technical consultant manager worked with the customer, and it was noted that a customer biomedical engineer (biomed) determined that the issue was caused by a bad spo2 sensor. They confirmed this by taking the sensor and putting it on a different x3 device and having lower results while the same x3 was given a new sensor and readings were correct. No further information was provided on this issue. Based on the information available and the testing conducted, the cause of the reported problem was a faulty spo2 sensor. The reported problem was confirmed. The engineer provided their analysis findings however we are unable to confirm the final disposition of the device because the customer did not provide additional information. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint on the intellivue x3 indicating that the spo2 at 83%, but the device was not alarming. The device was in clinical use at the time the issue was discovered. There was no adverse event or patient harm reported.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete. Reporting address state: (B)(6).